Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse replaced a worn coiled cable and a video generator board as preventative measure. The fse then performed a full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the screen of the cardiosave intra-aortic balloon pump (iabp) freezes and locks up intermittently. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.